Manufacturer narrative:
This report is submitted on march 17, 2023.

Event description:
Per the clinic, the patient experienced crusting over the implant. Once the crusting was removed the implant was shown to be protruding. There was loss of osseointegration of the implant. There was an infection at the site that was treated with oral and topical antibiotics. The device was explanted under a general anaesthetic on (B)(6) 2023. There are plans to re-implant the patient.

Manufacturer narrative:
This report is submitted on january 30, 2023